Event description:
Incoming technical support call. Customer reported that the device's service wrench icon is illuminated.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.